Event description:
Instrument was a laparoscopic grasper. Small piece of instrument broke off inside patient's abdominal cavity during procedure. Xray was performed which confirmed piece was inside patient. It was noted to be missing from the instrument during the case before the patient was closed. Physicians determined more risk to patient to attempt removal than to leave it in place. No harm to patient.